Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/17/2015-device evaluation:the pump has been returned and evaluated by product analysis on 09/01/2015 with the following findings: during investigation, it was observed that there was moisture damage under the ok and contrast keys causing a shortage. Unrelated to the original complaint, the audio bolus button was operative and attached to the pump, but was torn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.